Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 bd flu+ syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: there was coring of the rubber stopper of vaccine vials which led to vaccine spoilage. 19 vials were affected when using these syringes.

Event description:
It was reported that 19 bd flu+ syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: there was coring of the rubber stopper of vaccine vials which led to vaccine spoilage. 19 vials were affected when using these syringes.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material 305832 and lot number 2101416. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were tested using different angles of penetration with lab vials and no difficulties were identified. After penetration, the samples were microscopically examined and no particles from vial stopper fragmentation were found in any of the retained samples and all of the needle bevels were found to be well-formed. Based on the investigation results and taking into account the preventive measures in place during the cannula manufacturing process, the coring effect was unlikely to be caused by poor or insufficient de-burring of the cannula. As part of the incoming inspection process, a thorough visual inspection, measurements, and penetration tests are performed on the cannula components. It is possible that the stopper conditions and the handling of the product played a role in this reported incident. The needle should penetrate the vial stopper at a ninety-degree angle to reduce the risk of catching the internal wall of the stopper. See h10.